Event description:
In 2005, the patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The patient presented with lower back pain. Imaging revealed the patient had a distal type I endoleak and aneurysm enlargement. The aneurysm had grown distal to the implanted device. In 2007, a re-intervention was performed. An additional gore tag thoracic endoprosthesis was implanted. It occluded the diseased portion of the aorta. Final imaging showed that there was no evidence of endoleaks. The patient was reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.